Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for multiple patient samples tested on a cobas 8000 cobas c 502 module. The customer stated that multiple patients had high hba1c results that were around 70 mmol/mol which did not fit their clinical pictures. One example was provided of a young patient with no diabetes who had a result of 66 mmol/mol. No erroneous results were reported outside of the laboratory. The reagent lot and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the lamp and cuvettes, washed the incubation bath, performed an air purge, and performed a calibration with new calibrators. The calibration was successful. The service actions performed by the fse resolved the issue. The investigation determined that the root cause of the event is most likely related to insufficient maintenance.